Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was low and alarmed battery out limit. The customer reported that patient had low blood glucose of 50mg/dl. The insulin pump will be returned for analysis.